Event description:
In 2008, a pt was treated for an infra-renal aneurysm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components were implanted for treatment of the aneurysm. A reintervention occurred two months later, due to a distal type I endoleak in the trunk-ipsilateral limb. The physician implanted two contralateral leg components and resolved the distal type I endoleak. The pt is reported to be well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.